Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of cardiac injuries. This device is not part of the recall. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.